Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil windings were offset inside the introducer sheath and the introducer sheath was ovalized. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset inside the introducer sheath. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as the offset coil windings may occur. Then if the device is re-sheathed after the damage to the embolization coil, the offset coil windings may create friction inside the sheath and prevent the coil from advancing out of its introducer sheath. The root cause of the initial resistance when advancing the ruby coil through the lantern could not be determined. The kinks in the pusher assembly were likely incidental and may have occurred while packaging the device for return. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil though a lantern delivery microcatheter (lantern), the physician encountered resistance. Therefore, the physician re-sheathed the ruby coil and repositioned the lantern. While attempting to re-advance the ruby coil into the lantern, the ruby coil would not advance out of its introducer sheath. The physician then withdrew the ruby coil and placed it in a bowl of saline; however, the ruby coil would still not advance out of its introducer sheath. Therefore, the ruby coil was set aside and the procedure was completed using a pod packing coil and the same lantern. There was no report of adverse effect to the patient.